Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 had failed. A field service engineer confirmed that the main half-height drawer 3.2 was able to open and close; however, all cubie pockets had failed and could not be recovered. The retractor band was replaced, and the hardware error cleared upon reboot. A final test was initiated via the hardware test application, which passed successfully. Additionally, launched hardware test application: ensured all drawers open and close properly, checked for any missing slide bumpers or loose half-height front panels, recovered a handful of medications fallen between the cubie pockets. Installed (1) new slide bumpers on the main half-height drawer 6.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.2 had experienced a hardware failure. Recovery and restart attempts were performed but were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.